Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial (B)(6) : product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial (B)(6) , ubd: , UDI#: h3: analysis of the 97745bp patient programmer battery pack (ptm) (serial number (B)(6). Revealed a broken case. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reports her controller fell and battery flew out and now cannot get the controller to work. Pss advised to reset controller and after reset there was no light showing anything charging. Pt states controller showing 80% and pss could not clarify what the percentage was for the implant (ins). Pss advised to check for damage in which pt did not see. Pt was not able to charge ins as the controller did not recognize when the recharger (rtm) was plugged in. Pt had mentioned she can see two screws in the remote but clarified nothing sticking out or loose. The issue was not resolved. Additional information was received from the patient (pt). It was reported that pt received the controller replacement but the controller was still blank and not taking a charge from ac power. Pt verified the controller powered up without the li battery when connected to ac power. Pt put the li battery pack in and there is no green flashing light. Pt verified there does not appear to be any visual damage to the pins on the battery. No symptoms were reported.